Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (10) ten years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image was not displayed due to contact failure of the connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, scope detection did not work when using the evis exera iii xenon light source. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to poor contact of connector, the endoscopic image could not be displayed. Top cover was deteriorated. Chassis was deteriorated. Front panel was deteriorated. In addition, technical evaluation for error e315. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.